Manufacturer narrative:
This report is related to medwatch # 3004939290-2023-03398. As reported, after using a 6f/7f mynxgrip vascular closure device (vcd), the physician stated the patient had a pseudoaneurysm requiring thrombin injection. The device was used in an interventional procedure using a retrograde approach. The user is trained on use of the mynx device. There were multiple sheath exchanges. A 5f non-cordis sheath was used for initial access. A 6f 45cm non-cordis sheath was used for intervention. A 6f avanti sheath was used for closure. The right common femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. Heparin was used during the procedure. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the vcd use. There were no multiple stick attempts made before intravascular access was achieved. The patient developed the pseudoaneurysm within 48 hours at home. The patient has since recovered. The device was not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. A pseudoaneurysm/bleeding event is a common procedural complication and is listed in the products¿ instructions for uses (IFU) as such. A pseudoaneurysm is a type of pulsating "bubble" on the artery due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery into the hematoma cavity. This pouch or sac coming off the artery looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. There are several risk factors associated with bleeding complications, such as advanced age, high or low body mass index (bmi), comorbidities, vessels that are small in size, vessels scarred from previous surgeries, and vessels with presence of calcium/peripheral artery disease (pad) that may cause the patient to be at a higher risk. Additionally, procedural-related factors include procedure type (interventional), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. These events can develop due to any type of penetrating injury to the artery, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. Based on the information provided of the event, patient factors (patient developed the pseudoaneurysm within 48 hours at home), vessel factors (multiple sheath exchanges), and/or handling factors possibly contributed to the pseudoaneurysm reported. Without the return of the devices for analysis or procedural films, the reported customer complaint could not be confirmed, and no determination of possible product contributing factors could be made. Although not intended as a mitigation of risk, the information for safety within the ifus and mynxgrip patient brochure is provided in the products¿ labeling with the intent to make the user and patient aware of the risks. According to the mynxgrip IFU, ¿while maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, ¿please contact your doctor immediately if you experience any of the following: persistent pain, tenderness, tingling or swelling at the puncture site or leg. Bleeding, oozing or drainage at the puncture site. Increasing redness, warmth, bruising or swelling at the puncture site. Non-healing wound. Any other unusual symptoms.¿ also stated within the patient brochure, ¿modify activity for 3 days or more. No driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ neither the phr, nor the information available for review suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after using a 6/7f mynxgrip vascular closure device (vcd), the physician stated the patient had a pseudoaneurysm requiring thrombin injection. The device was used in an interventional procedure using a retrograde approach. The user is trained on use of the mynx device. There were multiple sheath exchanges. A 5f non- cordis sheath was used for initial access. A 6f 45cm non-cordis sheath was used for intervention. A 6f avanti sheath was used for closure. He right common femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. Heparin was used during the procedure. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the vcd use. There were no multiple stick attempts made before intravascular access was achieved. The patient developed the pseudoaneurysm within 48 hours at home. The patient has since recovered. The device is not being returned for evaluation.